Manufacturer narrative:
D4 expiration date - added. H4 manufacturing date ¿ added. The edhr (electronic device history record) for the device lot is created and maintained in mes (manufacturing execution system). Automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. The analysed event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as analysed event. As the device was not returned and review and analysis of all available information fail to indicate an assignable cause or probable assignable cause for the reported event, therefore; an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that during treatment a basilar artery stenosis with a balloon and the subject device stent system, the subject device stent was successfully deployed and expanded, but upon retrieval of its delivery system, something must have grabbed the proximal portion of the deployed stent. When the subject device stent system catheters were removed, the system "jumped" (i.e. Released energy), and upon removal from the body, showed that part of the subject device stent had broken in half and was removed from the body with the catheter system. The rest of the subject device stent remained implanted in the patient's basilar artery. In order to ensure the subject device stent was opposing the walls within the patient's basilar artery, the physician then tracked a microcatheter through the lumen of the stent in the basilar and proceeded to deploy two another stents inside the patient's basilar artery. The patient's angiographic results looked satisfactory post-deployment, and the patient showed no adverse clinical events from the procedure.

Manufacturer narrative:
The subject device is unavailable to the manufacturer.

Event description:
It was reported that during treatment a basilar artery stenosis with a balloon and the subject device stent system, the subject device stent was successfully deployed and expanded, but upon retrieval of its delivery system, something must have grabbed the proximal portion of the deployed stent. When the subject device stent system catheters were removed, the system "jumped" (i.e. Released energy), and upon removal from the body, showed that part of the subject device stent had broken in half and was removed from the body with the catheter system. The rest of the subject device stent remained implanted in the patient's basilar artery. In order to ensure the subject device stent was opposing the walls within the patient's basilar artery, the physician then tracked a microcatheter through the lumen of the stent in the basilar and proceeded to deploy two another stents inside the patient's basilar artery. The patient's angiographic results looked satisfactory post-deployment, and the patient showed no adverse clinical events from the procedure.